Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non-mdt stent grafts were implanted in patients for endovascular aortic repair. The following events were reported: malfunction: unknown endoleaks unknown type iii endoleak type ib endoleak.